Event description:
It was reported that the patient¿s pump flipped within three weeks to a couple months of implant in 1999. The patient stated ¿it literally started flipping¿. The pump was explanted and replaced. The device system delivered fentanyl, dilaudid and baclofen.

Manufacturer narrative:
Product ID 8709, lot# l73871, implanted: 1999-(B)(6), product type catheter. (B)(4).